Event description:
It was reported that the physician had a handful of patients implanted with m 106 device, whose generator battery showed huge decrease in battery life (~50% in a 3-6 month span). The physician has been bringing the patients back more frequently. The physician couldn¿t remember the names of all the patients, but stated that if he saw the names he would probably remember. Two patients were previously identified to be having the reported issue and this was previously reported in manufacturer report # 1644487-2017-03001 and 1644487-2016-02931. No additional relevant information has been received.

Event description:
Data received from the physician's tablet was reviewed. Based on the battery indicators of the generators, patient and device details were identified. A review of device history records for the generator shows that no unresolved non-conformances were found. Internal investigation showed that the observed premature battery life indicators were predominately caused by conductive debris from the laser-routing process resulting in leakage paths. Based on this root cause and analysis of returned devices, the premature 25% battery life indicators are typically indicative that the generator will reach true end of service earlier than expected. A secondary cause for premature 25% battery life indicators in a small subset of associated generators may be high beginning of life (bol) battery impedance, and generators only affected by this secondary root cause would be expected to rebound back to normal battery life levels without any substantial programming changes.

Event description:
Patient underwent generator replacement due to battery depletion. The explanted generator was reported to be discarded.